Event description:
Medtronic's defibrillator implanted device failed to activate. Wife died of cardiac event, medtronic device marketed as a life saver, but did absolutely nothing on the say she passed.